Manufacturer narrative:
G.4.there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the gel of an unspecified number of tubes are not forming a solid band separating the serum from the red cells. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the gel of an unspecified number of tubes are not forming a solid band separating the serum from the red cells. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter city: (B)(6). E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 5 photos on one document for investigation, which show tubes with a poorly formed barrier. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.